Event description:
It was reported that while doing bench testing, the external pulse generator (epg) displayed an error when it was powering up. Technical services indicated that the error occurs when a key is pressed during the self-test process. The epg was restored to service. There was no indication of patient involvement or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.